Manufacturer narrative:
This device has not been returned for analysis. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the non-boston scientific right atrial (ra) lead of this cardiac resynchronization therapy pacemaker (crt-p) exhibited a high out of range pacing impedance measurement greater than 2000 ohms. This out of range impedance caused a lead safety switch (lss) switching from bipolar pacing to unipolar pacing. The crt-p was reprogrammed back to bipolar pacing. Another lss occurred due to another out of range pacing impedance measurement. Technical services (ts) confirmed the latest rise in impedance appeared to be gradual, but the earlier high out of range impedance measurement was not. This crt-p remains in service. No adverse patient effects were reported. Additional information received noted that pacemaker and lead revision is expected. This pacemaker system remains in service at this time. No adverse patient effects were reported. Additional information was received and it was reported that this crt-p was explanted and successfully replaced. This crt-p has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the non-boston scientific right atrial (ra) lead of this cardiac resynchronization therapy pacemaker (crt-p) exhibited a high out of range pacing impedance measurement greater than 2000 ohms. This out of range impedance caused a lead safety switch (lss) switching from bipolar pacing to unipolar pacing. The crt-p was reprogrammed back to bipolar pacing. Another lss occurred due to another out of range pacing impedance measurement. Technical services (ts) confirmed the latest rise in impedance appeared to be gradual, but the earlier high out of range impedance measurement was not. This crt-p remains in service. No adverse patient effects were reported. Additional information received noted that pacemaker and lead revision is expected. This pacemaker system remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that the non-boston scientific right atrial (ra) lead of this cardiac resynchronization therapy pacemaker (crt-p) exhibited a high out of range pacing impedance measurement greater than 2000 ohms. This out of range impedance caused a lead safety switch (lss) switching from bipolar pacing to unipolar pacing. The crt-p was reprogrammed back to bipolar pacing. Another lss occurred due to another out of range pacing impedance measurement. Technical services (ts) confirmed the latest rise in impedance appeared to be gradual, but the earlier high out of range impedance measurement was not. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.